Manufacturer narrative:
A visual, functional and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Per DHR (device history record) the product stylet, soft tip, 6 fr, lot number 01d1200161 was manufactured on 04/19/2012. The DHR investigation did not show issues related to complaint. A document assessment (fmea) was conducted and no changes were required. The complaint can not be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. Teleflex will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer alleges that during intubation of a premature baby, when removing the device from the endotracheal tube, the plastic cover is torn off the metal wire about 6 cm from the tip. The tube kinked and the baby had to be extubated. A plastic piece that was torn off fell into the baby's mouth. The plastic piece was retrieved. The patient was re-intubated.